Event description:
Philips received a complaint on the v60 ventilator indicating that the v60 stand was damaged. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and requested part information. The rse provided the customer with the part information for the v60 stand top platform assembly, tank bracket strap, and e-cylinder strap. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) of the issue and requested part information. The rse provided the customer with the part information for the v60 stand top platform assembly, tank bracket strap, and e-cylinder strap. In a good faith effort (gfe) response from the customer received, it was confirmed by the customer that the top platform assembly was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.